Event description:
The customer reported that on (B)(6) 2013 his blood glucose, carbohydrate intake and insulin history is as follows: time: 09:00 am, bg (mg/dl) 181, cho(g) 40, bolus(u) 2.90. Time 9:36 am, cho(g) 15, bolus(u) 0.80. Time 12:15 pm, bg (mg/dl) 372. Time 4:05pm, bg (mg/dl) 307, bolus (u) 1.55. Time 4:08 pm, cho(g) 18, bolus (u) 0.75. Time 5:45 pm, bg (mg/dl) 209, cho (g) 30, bolus(u) 1.30. Time 6:59 pm, bg (mg/dl) 103, bolus(u) 4.45. Time 9:53 pm, bg (mg/dl) 443. At 10:01 pm, he deactivated the device. Upon removal he noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.